Event description:
It was further reported that the lesion location was moderate to severely tortuous and moderate to severely calcified. The lesion was predilated to 12atms and to 16atms with a larger balloon. The stent delivery system entered the body twice and many attempts were made to pull the stent back into the guide catheter. After attempts to remove the stent with a snare, the stent was crushed 'by excessive force'.

Manufacturer narrative:
Device is a combination product: device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent embolization occurred. Access was obtained through the femoral artery. The 90% stenosed, eccentric, de novo, 2.75x28mm lesion being treated contained a significant bend and was located in the moderately tortuous, moderately calcified mid left anterior descending (lad) artery. The lesion was predilated, with 60% residual stenosis remaining. The physician attempted to place the 2.75x28mm taxus liberte stent, but was unable to cross the lesion. The physician experience difficulty when attempting to withdrawal the stent delivery system (sds). The stent dislodged from the sds balloon during "forcible withdrawal". An attempt to snare the stent was made. The stent embolized in to the profound artery. Patient was sent for coronary artery bypass.